Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the foreign material adhered/clogged in boot and light guide-lens was confirmed however the foreign material was not identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation of the colonovideoscope, that the image guide protector and light guide lens had foreign objects. There were no reports of patient involvement.